Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the balloon could not be deflated. The balloon was then pulled out of the patient while still inflated and burst. A photo submitted by the customer showed that the balloon burst and was mechanically cut into two pieces so that it could be removed from the patient. The customer stated that no pieces of the balloon detached inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4; the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf code a140101 captures the reportable event of balloon failure to deflate. Imdrf device code a0402 captures the reportable event of a balloon burst.